Event description:
It was reported that an incomplete settings alert occurred. Customer started to set up a personal profile but did not complete the programming or exit the screen within 5 minutes. Subsequently, the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. Customer loaded cartridge into an alternate pump to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.